Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting loss of capture in the ventricle. The ipg was reprogrammed to high output, but there was still no capture. The battery status gauge showed that the device was just above eri (elective replacement indicator) after only 7 months of implant. The ipg was replaced, but the leads remain implanted with the new device. An ECG returned with the device showed telemetry noise.